Event description:
The customer reported to vyaire medical that the vela ventilator is failing leak test and alarming transducer fault. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device/component was not returned for evaluation. Therefore, no root cause could be determined. However, the log file shows low ve (minute ventilation), high pip (peak inspiratory pressure), and transducer fault. The customer was advised to replace the main pcb, and an order was placed under po (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.